Manufacturer narrative:
A batch record review was performed and indicates no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. No additional action is required and this complaint will be closed. This issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 15, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.

Event description:
It was reported the plate/wafer sticks too strongly. There was no harm reported.